Manufacturer narrative:
The tech found the bed exit alarm pcb was not working. He replaced bed exit alarm pcb to repair the bed.

Event description:
Info received indicates, the bed exit alarm is not giving an audible tone at the bedside.